Manufacturer narrative:
This report will be updated upon return and completion of analysis.

Event description:
---

Manufacturer narrative:
Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that four months after this implantable cardioverter defibrillator (ICD) was implanted, the battery indicator shows that the remaining longevity is less than five months. There is a concern that the battery is depleting faster than expected. No adverse patient effects were reported. A memory download was performed and sent to boston scientific technical services (ts) for further evaluation. The data was reviewed by the engineering team and it was confirmed that a high current drain has been occurring with this device over the past two months and the therapy usage does not explain the reason for the higher battery consumption. It was also discussed that immediate device replacement should be considered. The information was communicated to the field representative so that it could be passed to the physician. At this time, the device remains implanted. No adverse patient effects were reported.

Event description:
Additional information was received that this ICD was successfully replaced and will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observation.